Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the battery was faulty. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by a philips services and solutions delivery specialist (ssds) and a philips field service engineer (fse). This report has been investigated by the philips complaint handling team. Philips received a complaint on the m3535a (heartstart mrx monitor/defib) indicating that the device needed a repair. The defibrillation power was reduced and an analysis was performed. The following functional tests were performed: calibration tests; functional tests; safety tests. Results of functional testing indicate a faulty battery and reduced defibrillation power. (B)(4) addresses the reduced defibrillation power and the replaced capacitor assembly. The fse replaced the lithium ion battery and the defibrillator capacitor assembly. Calibration, functional tests and safety tests were performed. Full functionality was restored. Based on the information available and the testing conducted, the cause of the reported problem were component failures. Specifically, the device's lithium ion battery and defibrillator capacitor assembly were the cause. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.